Event description:
In 2006 the lay user/reporter, the pt's daughter, contacted lifescan (lfs) alleging the one touch ultra meter was giving the error 2 error message. Seven days later, the medical affairs specialist (mas) spoke with the reporter to obtain and verify info. At approx 9:00 am the pt obtained the error message error 2 on the reported meter; she did not obtain a result. This was the first blood glucose test taken that day. This was the pt's last test strip, so she was unable to attempt to retest her blood glucose level. At that time, the pt was experiencing no symptoms of high or low blood glucose levels. The pt then ate her breakfast of two pancakes with a small amount of syrup, and took her usual medications and insulin. The pt was taken to her previously scheduled physician's office visit. At 11:50 am, upon leaving the physician's office, the pt collapsed, and experienced the symptom of feeling clammy; she did not pass out. The physician's office staff tested the pt's blood glucose level using their meter to be 34 mg/dl. She was treated with glucose tablets and an oral glucose gel. Ten minutes later, the pt's blood glucose level was 38 mg/dl. The physician's office staff contacted emergency services. When the paramedics arrived, the pt was treated with a glucose supplement and transported to the emergency room. In the emergency room, the pt was treated intravenously with glucose. The reporter was unable to provide any blood glucose readings as tested by either the paramedics or emergency room staff. The pt was admitted to the hosp, due to her unstable blood glucose levels. The pt's blood glucose levels vary greatly. Recently she has not been eating well, due to poor appetite. The pt tests her blood glucose level twice per day. She has a pacemaker and recently had a knee replacement. The pt takes the oral diabeties mediation glucophage (metformin) and novolin nph insulin in the mornings, doses unk. The pt will be given add'l nph insulin in the evening if her meter readings are elevated. This was the first time the error 2 message had occurred. The pt's fasting blood glucose reading the day prior to the event was 93 mg/dl the day before, at 7:48 am. The error message issue was not resolved with troubleshooting. The meter, test strips and control solution were replaced. The pt was unable to obtain a blood glucose reading on the reported meter due to the error message. Shortly thereafter the pt became hypoglycemic, collapsed, and received emergency medical attention and treatment with intravenous glucose. Therefore this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.